Manufacturer narrative:
Batch review performed on 31 october 2018: lot 178447: (B)(4) items manufactured and released on 03-april-2018. Expiration date: 2023-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved (dislocation) and revised: liner: cc e cc light 01.26.3239 hct flat pe hc liner ø 32 / c, (k120531). Lot 144764: (B)(4) items manufactured and released on 22-september-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4, (k112115). Lot 162726: (B)(4) items manufactured and released on 27-july-2016. Expiration date: 2021-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: few days after primary cementless total hip arthroplasty, the stem rotated in the femur and the hip displaced. The stem couldn't find initial fixation in the bone that has a dorr c configuration and a low density. We do not see any reason why this lack of initial stability could be ascribed to a defect in the device.

Event description:
Patient came in complaining of pain 7 days after primary. The stem rotated in the femoral canal due to poor bone quality. The head dislocated from the liner. The surgeon revised all medacta components and revised with a medacta bipolar system. The surgery was performed successfully.